Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was fixated and exhibited poor current of injury, threshold, and sensing. While attempting to unfixate the lp, the helix broke off in the tissue. The lp was removed and a different device was used to complete the procedure. The patient was in stable condition.